Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the buttons are not working as they should. There is no reported adverse event with this complaint. This report is made based on the allegation of the button keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the pump is unresponsive with returned battery cap. All of the testing was performed with a test battery cap. The keypad intact. All keys are intermittently unresponsive. Evaluation revealed that there was contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.